Event description:
(B)(4). The provider states the calf pad mounting hardware is bent. No idea how this occured and there were no injuries. The provider disconnected before call could be transferred for information gathering 7857hf.